Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line) which occurred on the home choice during the dwell state. The home patient will call the peritoneal dialysis registered nurse for directions on completing therapy. Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. (B)(4).